Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon rupture occurred. Vascular access was obtained via the popliteal artery. The 80% stenosed target lesion was located in the non-calcified, moderately tortuous left superficial femoral artery (sfa). The physician advanced a non-bsc introducer sheath and guide wire to the lesion. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced to the lesion, the device was inflated to 6atm, when the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patients' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coyote es catheter was received with no damage to the catheter. An inflation device filled with water was used to pressurize the balloon to rated burst pressure (rbp) of 12 atm. The device maintained rbp for 5 minutes with no evidence of leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The returned device revealed no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty; therefore the issues could not be confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon rupture occurred. Vascular access was obtained via the popliteal artery. The 80% stenosed target lesion was located in the non-calcified, moderately tortuous left superficial femoral artery (sfa). The physician advanced a non-bsc introducer sheath and guide wire to the lesion. A 4mm x 40mm x 146cm coyote es balloon catheter was advanced to the lesion, the device was inflated to 6atm, when the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.